Manufacturer narrative:
(B)(4). One used bravo ph recorder was received for evaluation. Visual inspection found that the rubber covering on the power button was sunken in. This may result in the button getting stuck, causing the power to turn off unit during the procedure. Identified root cause: power button failure.

Event description:
Customer received short studies from the bravo ph recorder. There was no harm to the patient or user.